Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during functional testing the device failed incoming testing, it shut down and crashed the system with no print out. The main printed circuit board was realigned, the tests reran and all passed. Analysis also noted that the lower case had pinched and exposed wires, four case screws were contaminated and it needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.